Event description:
Baxter (B)(4) received a report that an infusor's housing was "completely damaged near the neck region" which is causing the coil cap not to fit onto the housing. This event occurred before device use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the root cause of the separated coil cap was determined to be warping of the housing which was due to exposure to high temperatures. This issue is being investigated through corrective and preventative action (CAPA).

Manufacturer narrative:
(B)(4). Evaluation summary: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter received one sample for evaluation. Visual examination of the unit confirmed that the that the cover was warped which caused the coil cap to separate from the cover. The root cause of the warped cover is under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted.